Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl after eating dinner. The customer was treated for the high blood glucose with a bolus. The customer had mentioned that they been experiencing no delivery alarms in the past. The customer was assisted with trouble shooting and was able to change his sets. The issue was resolved and the insulin; in pump was not returned for analysis.